Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device panel is in blackout and the power button is lit. The issue was found after xenon repair surgery therapeutic procedure. It was completed with an olympus back-up device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. . The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e03 and printed circuit board failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: printed circuit board failure. In regard to the error e03, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.